Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, upon insertion one of the haptic of the lens was found to be broken. The lens was left implanted. It was further reported that after 2 weeks of implantation, the implant turned and need to be removed and insert another one. Additional information has been received stating the patient experienced transient slight corneal edema and the lens was exchanged for same lens model 28 days following the initial procedure. There was no patient consequences reported after replacement.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. One broken haptic was returned inside the lens case. Viscoelastic was observed on the haptic. The haptic was broken in the distal area and chipped on the distal edge. All product and batch history records are quality reviewed prior to product release. A qualified cartridge was indicated. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the broken haptic damage is most likely related to customer handling. Information was provided from the account that during the intraocular insertion, the doctor noticed that a haptic was broken, so the haptic was removed but left the implant in. After 2 weeks, the implant turned and the doctor had to remove the lens and insert another one. The explanted iol was cut and discarded, but the broken haptic of the initial surgery was kept for investigation. It is unknown if a qualified handpiece and viscoelastic were used. The IFU (instructions for use) instructs: company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The company ( 3.75 cyl.) 16.0 diopter lens was removed and replaced with another company (3.75 cyl.) 16.0 diopter lens. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).